Manufacturer narrative:
Approximate age of device ¿ 1 year. A direct correlation between the device and the reported event could not be determined as the pump was reportedly discarded and was not returned for evaluation. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection and was treated with antibiotics. A wound abscess culture on (B)(6) 2012 was positive for staphylococcus aureus despite treatment. The patient subsequently expired on (B)(6) 2012 due to sepsis related to the driveline infection. It was reported that the patient's inr had been therapeutic throughout the hospital stay and while an outpatient. No additional information was provided.